Manufacturer narrative:
This complaint is being reported by zimmer biomet as (B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Received; however, not yet evaluated.

Event description:
It was reported that the device produced an incomplete mesh throughout the piece during processing of a previously recovered donor skin. The harvested graft was not useable. No patient involvement. No adverse events have been reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Conclusion summary: on (B)(6) 2017, it was reported that the device produced an incomplete mesh throughout the piece. The customer returned a skin graft mesher device, serial number (B)(4), for evaluation. The customer also returned a 1.5:1 ratio cutter, serial number (B)(4) and a 2:1 ratio cutter, serial number (B)(4) for evaluation. Zimmer biomet surgical has previously repaired/evaluated skin graft mesher serial number 06445 two times as documented in the repair reports in livelink. The last repair was (B)(6) 2016 where it was reported that the device produced an incomplete mesh thru the center of the graft and the roller, damaged comb, and gears were replaced. This is not a related issue. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR and previous repair report review found no issues with the device and all verifications, inspections and tests were successfully completed. Initial qa inspection of the skin graft mesher on (B)(6) 2017 revealed that the calibration was out of specification and the test cut was incomplete. There was visible damage to the roller, gear, side plates, bushings, and comb. The 1.5:1 ratio cutter, serial number (B)(4) produced an incomplete cut and after the collars and gear were replaced the cutter was deemed non-repairable. The 2:1 ratio cutter, serial number (B)(4) produced a passing cut after the collars and gear were replaced. Repair of the skin graft mesher was performed by zimmer biomet surgical on (B)(6) 2017 which included replacement of the roller, worn bushings, worn side plates, damaged comb, and gears. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event ¿that the device produced an incomplete mesh throughout the piece¿ was confirmed since during the initial inspection it was noted that the calibration was out of specifications and the test cut was incomplete. It was also noted that there was visual damaged to the roller, gear, side plates, bushings, and comb. While during the initial inspection it was noted that the calibration was out of specifications and the test cut was incomplete. It was also noted that there was visual damaged to the roller, gear, side plates, bushings, and comb, it is unknown with the information that was provided how this occurred. Therefore, based on the information that was provided the root cause of the reported event could not be specifically determined. Skin graft mesher, serial number (B)(4), was repaired, tested and returned to the customer.

Event description:
Investigation revealed that the comb was damaged.